Event description:
Caller reports that during a sample testing for covid 19 using hydraflock nasal swab, the tip of the swab broke off inside the patient's nares and the patient needed surgical intervention to get the broken piece out. Reporter states "the patient was nervous during the swab test but there was absolutely no reason for the swab to break off". The patient is doing well after surgery and the broken part was recovered.